Manufacturer narrative:
The system was serviced in the field. The charging enclosure was not activating the 400vdc relay in the power tray and the fans were cycling with power off. The charger enclosure was replaced. The power tray was replaced as a precaution. The power enclosure was replaced and it was suspected to be the part that had been causing the charging enclosure issues. The system passed checkout. The charger enclosure was returned and analyzed. It was dirty and fans were covered with matted. It was cleaned and installed in o-arm system c1416. The system did not initialize. Motion, generator and communication did not ready. Error 011 confirmed an error while charging the load capacitor. The dc bus voltage did not reach the right value during start-up. The pwer conversion enclosure was returned and analyzed. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed; they were found to be shorted. Faulty power conversion enclosure. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(4); product ID: bi71000175r, serial/lot #: rev. 1 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that while addressing a different case, the representative found that the system was displaying a generator 11 error. There was no patient present.

Manufacturer narrative:
H3/h6) the power tray was returned to the manufacturer for analysis (kit svc o2 bi71000861 tray o2 ias power, rev. 1 : s/n (B)(6)). There was no failure found with this component. Codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.